Event description:
It was reported that during vertebral aneurysm procedure the operator used the subject coil to deploy into the aneurysm. After the operator heard three beeps from the detacher, he retracted the microcatheter and the pusher wire, however, the subject coil came out into the parent artery. The operator tried to repass the subject coil across with the flow diverter to secure the loose coil but unsuccessfully. The subject coil had moved with the blood flow into the posterior inferior cerebellar artery (pica). The operator attempted several times to catch the subject coil with the stent retriever but unsuccessfully. The procedure was aborted. A surgical delay of 30-45 minutes was reported due to this event. Patient was placed on additional medication. Patient is undergoing diagnostic angiogram post op and then treatment of the initial aneurism that is still untreated, will have to be considered.

Event description:
It was reported that during vertebral aneurysm procedure the operator used the subject coil to deploy into the aneurysm. After the operator heard three beeps from the detacher, he retracted the microcatheter and the pusher wire, however, the subject coil came out into the parent artery. The operator tried to repass the subject coil across with the flow diverter to secure the loose coil but unsuccessfully. The subject coil had moved with the blood flow into the posterior inferior cerebellar artery (pica). The operator attempted several times to catch the subject coil with the stent retriever but unsuccessfully. The procedure was aborted. A surgical delay of 30-45 minutes was reported due to this event. Patient was placed on additional medication. Patient is undergoing diagnostic angiogram post op and then treatment of the initial aneurism that is still untreated, will have to be considered.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not performed due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The power supply signaled that the coil was successfully detached and per the communication log the physician verified this under fluoro but after removal of the microcatheter and coil delivery wire, the coil came out into the parent vessel and then travelled to the during an attempt to deploy a flow diverter. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.